Event description:
It was reported that there was a broken cable with 8mm large hem-o-lok clip applier instrument. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large hem-o-lok clip applier instrument to perform failure analysis. The instrument was analyzed and found to have grip input disk #6 broken inside the housing. Additional observation(s) : the instrument was found to have a loose grip cable at the grip hub. The complaint regarding broken cable was not confirmed by failure analysis. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2022-05-c, isifa2024-09-c as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.